Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insight-a¿ catheter there was an issue with connecting luer of the infusion set of the 3rd party to the catheter adopter. The following information was provided by the initial reporter, translated from (B)(6) to english: after catheter placement, hcp couldn't connect the luer of the infusion set of the 3rd party to the catheter adopter. Leakage didn't occur.

Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 9046791. The records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that during use of the bd insight-a¿ catheter there was an issue with connecting luer of the infusion set of the 3rd party to the catheter adopter. The following information was provided by the initial reporter, translated from japanese to english: after catheter placement, hcp couldn't connect the luer of the infusion set of the 3rd party to the catheter adopter. Leakage didn't occur.